Event description:
A customer contacted baxter's technical service center regarding a compact exchange device (cxd). The home patient (hp) stated the cxd unit was not going back to position after inserting the spike into the tube. The technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported difficulty of the device not going back to position after inserting the spike into the tube was not confirmed and was not duplicated by visual/functional evaluation. The device was received with no external damage. The product analysis laboratory performed the spike/unspike operation using a spike/unspike test set and the device was found to be operating normally. No problem was found with the device. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The assignable cause for the reported difficulty of the device not going back to position after inserting the spike into the tube was undetermined. The device is non-serviceable and will be destroyed. The device was subsequently forwarded for destruction. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.